Event description:
The surgeon has reported the following: " revision surgery due to patient's accidental fall, leading to a complex femoral fracture, 11 years after index surgery"

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected data: lot number and manufacturing date. An event regarding wear involving a trident liner was reported. The event was confirmed. The pictures provided by the customer of the explanted insert do not appear to match the device that was returned. Visual inspection done and a material analysis concluded that the measured linear penetration wear rate on the articulating surface was consistent with wear rates determined in clinical studies. No evidence of manufacturing or material defects was observed on the returned ultra-high molecular weight polyethylene (uhmwpe) acetabular insert. A DHR indicated that all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The root cause of this event is most likely not manufacturing related. Review of the provided medical information by a consulting clinician noted that patient-related factor present in the case through a fall as reported but supplemented by a procedure-related factor regarding the presence of massive osteolysis in the proximal femur that again had its root cause in impingement overload of the bearing section through cup position with low or absent anteversion. Further information is needed to investigate this event further

Event description:
The surgeon has reported the following: " revision surgery due to patient's accidental fall, leading to a complex femoral fracture, 11 years after index surgery" based upon the information provided in the medical summary from the surgeon: a femoral revision was performed to fix the fracture and exchange the loose stem. In order to prevent from postoperative dislocation in a fragile and old patient, suffering from neurological disease, decision was taken to fit a mdm-x3 mobile bearing system. At surgery, huge pelvic osteolysis is obvious at the rear of the metallic shell. This cup is thus retrieved to allow for grafting the osseous defects and implant a tritanium shell before fitting the mdm-x3 mobile bearing system."